Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the auto-link originated from epic during their go-live in march 2024. The technical support specialist confirmed that the customer discovered the ndc had been linked to the wrong strength prior to go-live, and this error carried over. The tss followed the plx ¿ "unable to unlink a scan code from a medication that was linked incorrectly from pis" ¿ to resolve the issue. The customer was able to remove the ndc from the file and add to the correct drug. The issue was resolve and tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, it auto link has linked incorrect drug strength to an ndc. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, it auto link has linked incorrect drug strength to an ndc. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.